Event description:
It was reported that post op a laparoscopic low anterior resection procedure, bleeding was noticed at the staple line in the anastomotic ring. It is unknown how the bleeding was corrected. There were no other reported patient consequences.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information received regarding the initial procedure: what device was used for the proximal and distal transection? Circular stapler, ecs29. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand tied. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Hand. Was the spike of the trocar inserted lateral or through the staple line? Through staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Firm click when attached anvil. When the device was fired, where was the indicator within the green zone/gap setting scale? Surgeon waits till finger tight, normally in middle. Was the instrument fired across or near an existing staple line or clip? Not sure. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch, plastic to plastic held for 10 seconds. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. What steps were taken to confirm successful anastomosis? Donut and bubble test. Did the operation change significantly as a result of the device issue? What is the patient's age and sex? Not sure. Did a hcp other than the primary surgeon fire the instrument? Pa normally fires, surgeon did not fire. Was there a recent conversion to ees devices in this account or with this surgeon? No.